Event description:
It was reported that approximately 15 months post-op, the patient underwent surgical removal of c5-6 hardware because the bilateral c5 screws were fractured and experienced "pain and numbness". The removal surgery was completed and no other patient complications were reported. No return visits noted at this time and fusion status for the treated level(s) is unknown.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.